Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that mechanical ventilation was lost. There was no report of patient involvement.

Manufacturer narrative:
The unit was not returned after multiple requests. No further information will be provided